Manufacturer narrative:
No frozen screen, blank display or button error alarm noted. Unit time/clock moved. However, unit had unresponsive buttons due to corroded keypad traces. Also unit had moisture damage on motor, vibrator and electronic assembly during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed button error and unable to clear the alarm after it has been exposed to moisture. Button error troubleshooting was performed and confirmed that time is not advancing even after the battery has been changed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.